Manufacturer narrative:
The device was returned for analysis and the customers allegation was not confirmed. However, the following findings were identified during the analysis: angulation in the up direction and the gap of u/d knob is out of standards due to worn angle-wire. The u/d knob is not fixed well due to deformation of fe lever. Liquid leaks due to deformation of r/l knob and u/d knob. The lg lens is broken. There is corrosion at the control part, the cable unit, and at the sc cover unit due to leakage. The distal end has scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer there was an e315 error code and the switch 1 does not work on the evis lucera elite colonovideoscope. There was no injury to the patient and no delay in the procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component and an error message was displayed temporarily. The event can be detected/prevented by following the instructions for use which state: 1) " inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.